Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave pulsed field ablation catheter was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. Tissue was visibly stuck between the guidewire and the guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. The catheter was returned with a guidewire still inserted inside. The catheter was also tested for deployment anomaly and deployment of the device was functional.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure, after finishing the left pulmonary veins, the farawave pulsed field ablation catheter was moved to the right pulmonary veins and the non-boston scientific guidewire became stuck. The guidewire could not advance nor retract back into the catheter. Clinical assisted the physician to deploy the catheter array into a basket shape or neutral position to release the guidewire. Once the guidewire was freed, the guidewire was unable to retract fully into the catheter and both the guidewire and catheter were removed from the body with the guidewire approximately two inches out from the catheter tip. Subsequently, a new catheter and guidewire were selected to finish the right inferior pulmonary veins. The procedure was completed successfully and there were no patient complications reported. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure, after finishing the left pulmonary veins, the farawave ablation catheter was moved to the right pulmonary veins and the non-boston scientific guidewire became stuck. The guidewire could not advance nor retract back into the catheter. Clinical assisted the physician to deploy the catheter array into a basket shape or neutral position to release the guidewire. Once the guidewire was freed, the guidewire was unable to retract fully into the catheter and both the guidewire and catheter were removed from the body with the guidewire approximately two inches out from the catheter tip. Subsequently, a new catheter and guidewire were selected to finish the right inferior pulmonary veins. The procedure was completed successfully and there were no patient complications reported. The catheter is expected to return for analysis.